Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was having issues with the sensors due to the tape not sticking. The customer's blood glucose was 40 mg/dl and the customer declined troubleshooting for the low. The customer's sensor glucose reading went up to 260 mg/dl after eating raisins. Customer stated that her blood glucose level was unknown. The customer reported that she was getting blisters if she does not use the IV prep. Customer stated that she cannot use it because she is allergic to latex. The customer declined troubleshooting for the skin irritation and bruising issues. The insulin pump will not be returned for analysis. However, the four sensors will be replaced and returned for analysis.